Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An anneurx stent graft was implanted during the endovascular treatment of a 56mm abdominal aortic aneurysm. It was reported approximately 21 years post the index procedure, follow up CT showed a type ia endoleak on the right anterior aspect of the aorta. The graft was 15mm below the lowest renal and the aorta had dilated to the size of the implanted graft. Intervention was performed. Etuf2814c102e (v30877274) was used to extend up to the lowest renal extending into the left iliac limb of the previous graft. The right limb was occluded using an 18mm non mdt plug and a fem-fem bypass was performed. There was still a small type ia endoleak at the end of the procedure. Per the physician the cause of the endoleak is anatomy related due to normal disease progression causing the enlargement of the aorta over 21 years. No additional clinical sequelae were reported and the patient will be monitored.